Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within one day post-implant, the rv (right ventricular) lead was seen to be pulled back into the atrium per a chest x-ray. This position was confirmed by no sensing or capture. The lead was revised and remains in use. No patient complications have been reported as a result of this event.